Manufacturer narrative:
This report is for one of four devices involved in this event, please refer to reports: 3013450937-2020-00054, 3013450937-2020-00055, and 3013450937-2020-00057. The device history record and sterilization batch release record were reviewed and indicated that the component involved met specification. The sales representative spoke to the surgeon and his pa and they indicated that there was no problem with the components, but that this was a poor bone quality issue. A revision surgery has not been scheduled yet. Should additional information be obtained the report will be supplemented.

Event description:
Patient reported that their femur, tibia, and fibula fractured.